Event description:
When the patient was first implanted, she had spinal fluid leakage; it went on for 6 weeks and then the catheter was revised. It was also reported that when the pump was first implanted, the patient got good tone, but when the pump was increased to reduce spasms in the patient's legs, the patient became "lethargic", she would "flop" around, no tone and couldn't even use her hand to hold a camera. It was further reported that at times the patient had a lot of fluid buildup around the pump and the healthcare professional (hcp) didn't know what it was; this had been going on for a year. It was also noted that the catheter was floating around and was sometimes in front of the pump; the hcp needed to use care to not puncture the catheter during refills. The patient was experiencing pain in her stomach; "tummy hurts". Additionally it was noted, that the pump dropped from the patient's rib cage, where it was first implanted, down to her hip bone. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).